Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on the right ventricular (rv) lead since implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.